Event description:
It was reported that the patient was found unresponsive at home with multiple low flow alarms on interrogation. Log file review found low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was elevated. The flow readings did not appear to be the result of any external equipment malfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.